Event description:
AED is part of a recall population and upon completion of the device investigation, it was found to have a faulty component related to the recall.

Manufacturer narrative:
(B)(4). Method: device internal memory was reviewed.